Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the pacemaker exhibited noise over-sensing which resulted in pacing inhibition. There is a history of noise on the pacemaker, which occurs frequently. No intervention or changes were performed. No patient consequences or symptoms were reported.